Manufacturer narrative:
Due to indication of a delay in surgery, it was determined that this event is reportable.

Event description:
The customer reported that the tines on the endotine product were not sharp enough. No injuries were reported in this event.